Event description:
Caller reported a cartridge alarm 20 occurring with the pump, but it did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer planned to use multiple daily injections (mdi) as a backup therapy to ensure continuous insulin delivery. Technical support confirmed consecutive cartridge alarms and decided to replace the pump, which was still under warranty. The customer was informed about receiving a replacement pump with updated software and available training. They were instructed on putting the pump into storage mode and returning it within 10 days using a pre-paid shipping label. The customer understood and acknowledged all instructions and steps.